Event description:
A customer contacted stryker to report that their device had powered off intermittently during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker field technician evaluated the customer's device and was able to duplicate the reported issue. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.